Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lateral side to the posterior back (love handles) on (B)(6) 2017 using a cooladvantage applicator, to the chin with a coolmini applicator and to the upper/lower abdomen and inner thighs with a cooladvantage applicator on (B)(6) 2017, to each side of the bra bulge on (B)(6) 2017 with a cooladvantage applicator, to the inner thighs, posterior (back) love handles, and on left side of upper and mid abdomen on (B)(6) 2018 using a cooladvantage applicator and to the bra bulge, on the left side of lower abdomen, and on the anterior (front) love handles on (B)(6) 2018 using a cooladvantage applicator who was diagnosed by a physician on (B)(6) 2018 with paradoxical hyperplasia (pah/ph) to the bra bulge, inner thighs and left love handle (front to back).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lateral side to the posterior back (love handles) on (B)(6) 2017 using a cooladvantage applicator, to the chin with a coolmini applicator and to the upper/lower abdomen and inner thighs with a cooladvantage applicator on (B)(6) 2017, to each side of the bra bulge on (B)(6) 2017 with a cooladvantage applicator, to the inner thighs, posterior (back) love handles, and on left side of upper and mid abdomen on (B)(6) 2018 using a cooladvantage applicator and to the bra bulge, on the left side of lower abdomen, and on the anterior (front) love handles on (B)(6) 2018 using a cooladvantage applicator who was diagnosed by a physician on (B)(6) 2018 with paradoxical hyperplasia (pah/ph) to the bra bulge, inner thighs and left love handle (front to back).